Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ueb1, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the during the implant procedure for the implantable neurostimulator (ins) the set screw in the header block would not lock or hold the lead component in place. In fact, they could not get the lead into the header block of the ins. A new ins was then implanted and there were no further issues reported. The patient was reported as doing fine on follow up. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed that the setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.